Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that aspiration failure of the probe occurred during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used 25+ gauge (ga) 10000 (10k) cuts per minute (cpm) probe was visually inspected. The returned probe aspiration line at the entrance of the tubing insertion to the probe engine inside the rear shell was found kinked. The folded aspiration line prevented the sample from priming on the console and causing aspiration failure. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the calibrated console. 10000 cut rate displayed on the console screen. The kink on the tubing happened during assembling the rear shell to the probe engine. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The most likely root cause for the customer¿s event is a manufacturing defect. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event.¿ action will not be taken based on this occurrence.¿an analysis of similar complaints confirmed no unfavorable trend for this event. Routine training is performed to ensure non-conforming product is rejected and placed in a reject bin during production. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).